Manufacturer narrative:
Date of event: estimated dates. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. All available information was investigated and a conclusive cause for single leaflet device attachment could not be determined in this complaint. The reported entrapment of device appears to be due to user technique procedural circumstance. There is no indication of product issue with respect to manufacture, design or labeling. Literature attachment. Article title ¿initial french experience of percutaneous mitral valve repair with the mitraclip: a multicentre national registry¿.

Event description:
This is being filed to report the partial clip detachment and clip entanglement. It was reported through a research article identifying mitraclip that may be related to partial clip detachment, and clip entanglement. Specific patient information is documented as unknown. Details are listed in the attached article: initial french experience of percutaneous mitral valve repair with the mitraclip: a multicentre national registry. No additional information was provided.